Manufacturer narrative:
(B)(4).

Event description:
Procedure type: prostatectomy. According to the reporter: they couldn't get the egiaadapt loaded on the green light kept flashing after they load the instrument. They reattached the adapter to the handle anda got the reload on. When they tried to fire the instrument the reload only fired half way. No reinforcement material was used. There was no pt injury. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. The delay did not affect pt. They had to finish firing with another stapler.